Event description:
It was reported a broken electrode in 2008. Therapy was not 'really working." Symptoms occurred with the leads located on the right side of the body. Physician replaced leads in the neck and head. In addition, problem with the patient programmer was reported. Patient was not able to make adjustment without the antenna attached and did not have antenna. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; product ID 3387s-40, lot # v014620, implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type lead.